Manufacturer narrative:
Exemption number: e2015015.

Event description:
(B)(4). The dentist reported that he had to remove the dental implant installed in intraoral region #24 because the healing abutment got stuck into it.